Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Last name unknown / not provided PMA/510k: k101880. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant at tooth site # 29 lost integration. Implant was removed and area grafted. Attempted a same day replacement at the extraction site on (B)(6) 2001. Attempt failed due to lack of stability, implant was removed. Patient to return in 3 months for implant replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: delayed healing.